Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under responsive, and the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: the keypad was observed to be peeling and the up and down arrow buttons had an intermittent response, while the contrast and ok buttons were unresponsive. The keypad was removed and the up, down and ok button contacts were misaligned and contamination was found under all of the button contacts. The keypad flex cable was torn. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery cap threads were damaged and the battery compartment was cracked.